Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify striated opening on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional additionally reported left side hole in radius via rga form.